Manufacturer narrative:
It was reported that the patient's weight "is about (B)(6) pounds". The customer did not return the coaguchek xs strips.

Event description:
The reporter stated that while testing a patient using the coaguchek xs meter (serial number (B)(4)) a result of 3.9 inr was obtained. The test was repeated using the same fingerstick and a result of 2.6 inr was obtained. A venous draw was done and it was used to obtain a result of 2.7 inr on the same meter as the first two results. The venous sample was sent tot he laboratory and the result was run with a dade innovin reagent and it was reported to be 2.8 inr. No medication adjustment was done based on any of these values. The patient's therapeutic range is 2-3 inr. It was reported that the patient was not eating leafy greens. The patient complained about having nosebleeds which she was able to stop the bleeding herself. There was no medical intervention that was needed. The patient was stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The customer did not return the strips. The coaguchek xs meter (serial number (B)(4)) was returned and it was tested with the current masterlot (number 230734) of coaguchek xs strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The relevant retention test strips (lot 205139) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.